Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that the t.w. Power supply used for an endoscopic vein harvesting procedure was not working very well in the days prior to the incident. The power supply was weaker, taking longer to burn and not always sealing branches. The power supply had previously been set to 3.5 and was working as expected at that setting. The leg was "oozy" at the start of branch sealing and ligation. They found that the hpii device produced more smoke than usual and that the tips were not cutting at all, even when applied to the very thin adventitial tissue that she typically can divide very easily. The extension cable was replaced with no change in the capabilities of the hpii device. They then replaced the ps with one from another room and the hpii device then was performing as usual, sealing and cutting without issues and without the heavy amount of smoke as before. The kit was not changed out. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 06/28/2022. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The power supply was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A reference power cord was attached to the power supply and the device was switched on. The green light was observed to indicate that there was power to the device. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a returned cable, adapter and returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A pre-cautery test was also performed per the instruction for use (IFU) with a reference cable, adapter and returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based on the returned condition of the device, the reported failure "failure to deliver energy " was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated section: b-4, d-10,e-3, g-4, g-7, h-2, h-3, h-10 the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Event description:
The hospital reported that the t.w. Power supply used for an endoscopic vein harvesting procedure was not working very well in the days prior to the incident. The power supply was weaker, hpii was taking longer to burn and not always sealing branches. The power supply had previously been set to 3.5 and was working as expected at that setting. The leg was "oozy" (bleeding more than normal) at the start of branch sealing and ligation. They found that the hpii device produced more smoke than usual and that the tips were not cutting at all, even when applied to the very thin adventitial tissue that she typically can divide very easily. The extension cable was replaced with no change in the capabilities of the hpii device. They then replaced the ps with one from another room and the hpii device then was performing as usual, sealing and cutting without issues and without the heavy amount of smoke as before. The kit was not changed out. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: b1, h1 updated sections: b2, b4, b5, g4, g7, h2, h10, h11.